Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, during the implant, the lead was not buried deeply enough. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique as the lead was not buried deep enough (user error - clinician).

Event description:
The patient reported irritation and tenderness at one of the incision sites. The implanting clinician seemed to think a neuroma was growing around the lead and the incision was injected with steroids. A revision procedure was successfully performed on (B)(6) 2022 to bury the lead deeper. The patient is healing and doing well and responding to therapy.